Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred and staph grew on the blood culture. The implantable cardioverter defibrillator (ICD) system was explanted.